Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with tissue pad melted, partially detached and a small piece missing. The blade tip was intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a ladg, a part of the blade was cracked and broken off in an hour half when a nurse wiped the blade with gauze outside the patient. No pieces fell into the patient. The device was used for the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.